Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effects. Based on the information reviewed, the reported patient effect of mitral stenosis appears to be related to procedural conditions and likely due to the implanted clip; however, a cause for the hypotension could not be identified. The reported patient effects of hypotension and mitral stenosis, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
This is filed to report the mitral stenosis post clip deployment. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with an mr grade of 4. The baseline pressure gradient was not measured, could not be provided. The cds was advanced to the mitral valve and grasping was performed. The patients blood pressure dropped from 130/60 to approximately 80/40. Re-grasping, of the leaflets was performed two more times and the patients blood pressure returned to normal. The clip was deployed and mr was reduced to 1-2. However, the pressure gradient increased to 10 mmhg. Medication was given for treatment of the hypotension. The patient is stable. No additional information was provided.